Manufacturer narrative:
Blender was being used in a hospital, hand sanitizer was being used in the area that contained ethanol. "Sterillium viruguard". There was an explosion where the flow meter attached to the blender exploded. Conclusion: unk cause of failure, device not returned for investigation. Warnings in IFU state to keep away from flammable and explosive gases. No other complaints of this exist for precision medical blenders.

Event description:
The 30 liter flow tube of an oxygen blender exploded, in an area where hand sanitizer was being used. There was no personal injury.